Event description:
Additional information received reported that the programmer showed an icon of doctor with head torch but no code beside it but only noted against program b. The clinician programmer did prompt with invalid settings message again and couldn't remember how it was worded exactly, but they pressed okay which took to the screen which said there was no patient data.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was high impedance. There was a report of a patient implanted with a device reported that the stimulation suddenly turned off. At the interrogation, the 8840 prompted the screen stating that all the patient settings would have been wiped. After reprogramming the patient stimulation, the therapy was re-established and everything went fine. The cause of the data wipe could not be identified. The patient programmer was reported to prompt the symbol with the doctor and no error code was given. Recently, the same situation occurred. The 8840 had a "check the ins clock" but also had an error code but they failed to note. The patient denied being anywhere out of the ordinary and doesn't think they were near anything that would interfere. They were having to turn off their stimulator using the charging belt and their programmer's off button had fallen out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative reported that they were was not able to select any program with their patient programmer. At the interrogation with the n¿vision, the healthcare provider saw that all the data and therapy settings were wiped. There were no further complications reported or anticipated. Additional information received from the manufacturing representative reported that the patient programmer showed an icon of a doctor with head torch but no code beside it but only noted against program b. The physician programmer did prompt with invalid setting message again. The manufacturing representative did not remember how it was worded but they pressed ok which took to the screen which said there was no patient data. The nurse was advised to reprogram the implantable neurostimulator (ins) after reprogramming the patient had therapy as intended.